Event description:
Pt admitted with diagnosis of bilateral breast deformity. Status post bilateral breast augmentation gel implants. To or 3/20/95 for removal of implants & capsules. No leakage noted, old scar tissue prevalent with chronic inflammation.